Manufacturer narrative:
We received one damaged guidewire for examination. The guidewire was found to have a broken weld on the "j" tip end. The outer coil wire has been stretched completely from over the "j" section of the guidewire. There are also two bends in the wire and they are located 17cm and 24cm proximal of the straight tip end of the wire. There are also no missing parts of the wire. The needle was not received for examination. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. Attempts have been made of the hospital for additional information regarding the event and condition of the patient. If additional information becomes available a follow-up submission will be submitted.

Event description:
As reported, a guidewire was stuck in the patient. The wire sheared and the resident was unable to remove it during the night. It was removed by the doctor in the morning with a small cutdown. The patient had to be minimally cut by the md in order to get the wire out. The needle is still on the wire.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete. A review of the manufacturing records indicated that the product met specifications upon release.